Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to flattened buttons and dome switch. The keypad connector was fully locked. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had been experienced high blood glucose and vomiting. Customer stated she was not hospitalized but she went to the doctor because she was having issues with the keypad. Customer stated that for the last 4 days, the buttons had been sticking and she has to press them more than once to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 302 mg/dl customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.